Manufacturer narrative:
No part of the device was returned for evaluation. The medical specialist who reviewed the supplied images stated ¿barb bending, and barb separation is not confirmed. The provided image quality was insufficient to evaluate the barbs.¿ the medical director added ¿in general, most angiograms and CT scans don¿t have enough resolution to assess the tiny barbs on our devices. It would be very difficult to see and confirm bending or separation on imaging". Review of the device history record (DHR) for the product lot ac1136085 found that they appear complete and correct. The associated inspection records confirmed that the device appears to have been manufactured to specification. The following non-conformance was discovered during the manufacturing process: ¿label creased physically damaged.¿ the device was reworked to address the issue. The device passed all quality control checks after the rework action. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. An earlier review of the instructions for use (IFU) supplied with the device for general information was found to contain appropriate warnings, precautions, and instructions to the user. There is no evidence to suggest that the user did not follow the instructions for use. This is an unconfirmed complaint as the medical director assessed this case and confirmed that "barb bending and barb separation is not confirmed. The provided image quality was insufficient to evaluate the barbs. In general, most angiograms and CT scans don¿t have enough resolution to assess the tiny barbs on our devices. It would be very difficult to see and confirm bending or separation on imaging". A review of the manufacturing records and/or specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. It is possible that the 'barb bending and barb separation ' may have been a further description of the compression of both the right iliac limb graft (cook medical zsle-16-56-zt with lot number 15472009) and left iliac limb graft (cook medical zsle-16-74-zt with lot number 15479959) that were implanted along with the complaint device: zfen-d-12-28-76 lot number ac1136087. Should additional information be received at any time in the future that shows an issue with the fixation barbs on the device the investigation would be reopened, and an additional report may be supplied. The mandatory requirement to always check complaints history during a complaint investigation will ensure trends are constantly monitored.

Event description:
Pre-procedure clinical assessment completed on (B)(6) 2023. Primary indication for procedure: aortic degenerative aneurysm in the abdominal aorta. The juxtarenal neck measured less than 10 mm. There was history of prior growth of the aneurysm of more than or equal to 1.0 cm per year. There was no repair after prior endovascular repair. Patient had independent functional status, normal ambulatory status, and was hemodynamically stable. Date of procedure: (B)(6) 2023. Medication therapy at time of procedure: aspirin (salicylic acid). Percutaneous access was obtained in the right and left femoral arteries. Fusion was used during the procedure. The estimated blood loss was 100 ml. There was no cardiac output reduction. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. Near-infrared spectroscopy (nirs) was used in the procedure. Procedural time. Time arrives in room: 14:37. Time of first incision or arterial puncture: 15:20. Time of last access closure: 16:48. Time patient leaves room: 17:23. Duration of procedure: 88 minutes. Side branch catheterization and placement of all bridging stents was successful. Iliac kissing was performed, but was unplanned. Grafts placed in the procedure: cook pre-loaded-fenestrated-prox there were no technical difficulties in delivery and deployment of the custom made device and the delivery and deployment were considered successful. Renal components were implanted in left and right renal arteries. A cook distal aortic device was placed during the procedure and was considered a technical success without difficulty. A cook zsle-16-74-zt was placed during the procedure and was considered a technical success without difficulty. A cook zsle-16-56-zt was placed during the procedure and was considered a technical success without difficulty. Procedural imaging (cone beam CT with contrast) was completed on (B)(6) 2023. All stent grafts and intended side branch stents were patent as well as target vessels at the conclusion of the procedure. This was confirmed via angiogram. No endoleak was present at the conclusion of the procedure. This was confirmed via angiogram and cone beam CT. There was evidence of stent graft integrity issues at the conclusion of the procedure. The barb was bending and barb separation was identified. Device compression occurred in the most proximal left iliac limb and the most proximal right iliac limb. All target side branch stents were intact. More than or equal to 3 stents overlap was present between the distal device arch device proximal to it. The overlap between the distal device and arch graft was not bridged with an additional tevar device. The overlap between the distal device and additional distal device was 1 to 1.9 stents. This overlap was not bridged with an additional tevar device. The patient was extubated less than 12 hours after the surgery. Reintubation was not required. The patient did not require a tracheostomy. The patient's highest creatinine during the index hospitalization was 1 mg/dl. The patient's egfr on discharge was 85 ml/min/1.73 m2. The patient's lowest hematocrit during index hospitalization was 32%. Upon discharge it was also 32%. The patient was not discharged on supplemental oxygen. The patient was discharged home on acetylsalicylic acid (asa), clopidogrel, and a statin. The patient was not prescribed an anticoagulant at discharge. It was reported in complaint (B)(4) that there is evidence of stent graft integrity issues at the conclusion of the procedure (MDR-2091 patient #(B)(6). The barb was bending, and barb separation was identified. However, the review of the provided imaging did not confirm the barb bending or the barb separation. The provided image quality was insufficient to evaluate the barbs. I have attached the image review for your reference to help in evaluating if you feel an additional complaint is needed. This (B)(4): the barb was bending and barb separation was identified on cone beam CT with contrast performed at the completion of the procedure on (B)(6) 2023. See (B)(4) for: device compression occurred in the most proximal left iliac limb and the most proximal right iliac limb. .

Event description:
Pre-procedure clinical assessment completed on 26jul2023. Primary indication for procedure: aortic degenerative aneurysm in the abdominal aorta. The juxtarenal neck measured less than 10 mm. There was history of prior growth of the aneurysm of more than or equal to 1.0 cm per year. There was no repair after prior endovascular repair. Patient had independent functional status, normal ambulatory status, and was hemodynamically stable. Date of procedure: (B)(6) 2023 medication therapy at time of .procedure: aspirin (salicylic acid). Percutaneous access was obtained in the right and left femoral arteries. Fusion was used during the procedure. The estimated blood loss was 100 ml. There was no cardiac output reduction. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. Near-infrared spectroscopy (nirs) was used in the procedure. Procedural time arrives in room: 14:37. Time of first incision or arterial puncture: 15:20. Time of last access closure: 16:48. Time patient leaves room: 17:23. Duration of procedure: 88 minutes. Side branch catheterization and placement of all bridging stents was successful. Iliac kissing was performed, but was unplanned. Grafts placed in the procedure: cook pre-loaded-fenestrated-prox there were no technical difficulties in delivery and deployment of the custom made device and the delivery and deployment were considered successful. Renal components were implanted in left and right renal arteries. A cook distal aortic device was placed during the procedure and was considered a technical success without difficulty. A cook zsle-16-74-zt was placed during the procedure and was considered a technical success without difficulty. A cook zsle-16-56-zt was placed during the procedure and was considered a technical success without difficulty. Procedural imaging (cone beam CT with contrast) was completed on (B)(6) 2023. All stent grafts and intended side branch stents were patent as well as target vessels at the conclusion of the procedure. This was confirmed via angiogram. No endoleak was present at the conclusion of the procedure. This was confirmed via angiogram and cone beam CT. There was evidence of stent graft integrity issues at the conclusion of the procedure. The barb was bending and barb separation was identified. Device compression occurred in the most proximal left iliac limb and the most proximal right iliac limb. All target side branch stents were intact. More than or equal to 3 stents overlap was present between the distal device arch device proximal to it. The overlap between the distal device and arch graft was not bridged with an additional tevar device. The overlap between the distal device and additional distal device was 1 to 1.9 stents. This overlap was not bridged with an additional tevar device. The patient was extubated less than 12 hours after the surgery. Reintubation was not required. The patient did not require a tracheostomy. The patient's highest creatinine during the index hospitalization was 1 mg/dl. The patient's egfr on discharge was 85 ml/min/1.73 m2. The patient's lowest hematocrit during index hospitalization was 32%. Upon discharge it was also 32%. The patient was not discharged on supplemental oxygen. The patient was discharged home on acetylsalicylic acid (asa), clopidogrel, and a statin. The patient was not prescribed an anticoagulant at discharge. It was reported in complaint (B)(4) that there is evidence of stent graft integrity issues at the conclusion of the procedure (MDR-2091 patient #(B)(6)). The barb was bending, and barb separation was identified. However, the review of the provided imaging did not confirm the barb bending or the barb separation. The provided image quality was insufficient to evaluate the barbs. I have attached the image review for your reference to help in evaluating if you feel an additional complaint is needed. This (B)(4) : the barb was bending and barb separation was identified on cone beam CT with contrast performed at the completion of the procedure on 27 july 23 . See cook incorporated complaints (B)(4) for: device compression occurred in the most proximal left iliac limb and the most proximal right iliac limb.